Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive sheath was used. When the physician tried aspirating and flushing while inserting the mapping catheter into the sheath leakage was noticed from the back end of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have resulted in a leak path in the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive sheath was used. When the physician tried aspirating and flushing while inserting the mapping catheter into the sheath leakage was noticed from the back end of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory.